Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to associated manufacturer report #3005099803-2008-2554 for a description of the other event. It was reported to boston scientific corporation in late 2007 that a jagwire device was used during an unknown procedure six days prior (female patient; weight and age are unknown). According to the complainant, while performing a flexima biliary implant, the physician could not remove the sphinctertome without moving the guidewire, even when an rx locking device was used. The physician tried a second time with another autotome and the same malfunction occurred. Surgical intervention was necessary to place the biliary implant. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device model number or lot number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.